Event description:
Continous ambulatory peritoneal dialysis, capd, was infused into the patient. The patient had a subsequent increase in blood pressure, ,bp, heart rate, central venous pressure, and peak pressures. The patient was suctioned, and the doctor was called to the bedside for a decrease in saturation and assisted with suctioning. Peak pressures and bp continued to increase, oxygen saturation decreased. At this time blood was noted to be collecting under the bio-occlusive dressing. The suction was increased to the medial sternal and pleural chest tubes. The doctor suctioned the endo tracheal tube, and not as many plugs were suctioned. The doctor noticed that the belly was distended, capd outflowed large volume. The buretrol on the capd tubing was filled to the top. The capd was clamped between the buretrol and bottle, however the clamp was on stiff plastic and did not clamp the bottle tubing, thus causing free flow of capd fluid into abdomen. This was believed to be the source of problem. The patient's vitals returned to baseline. The physician felt the overall status of the patient was not compromised. Follow up reveals that 150ml of fluid outflowed from the belly and the volume should have been 30 ml. It is felt that the clamp was not effective because the tubing was too stiff and inhibited the clamp from closing all the way. The patient's condition improved as a result of the outflow of the dialysate.